Manufacturer narrative:
Device evaluated by MFR: one used fast-fix 360 reverse curve needle delivery system was returned for evaluation. Visual assessment of the device showed the suture and both ts remain on the delivery needles. The needle is bent. The device was tested for deployment using a rubber meniscus model each t deployed as intended. The device was not returned in the reported condition of simultaneous deployment. Per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system device reported on. The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Based upon the information provided, the failure was anchor premature detachment. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1)inadvertent twisting or bending of the delivery needle. 2)difficulty with reaching the desired tissue location. 3)inadequate tissue conditions. 4)entanglement with other instruments or devices. 5)incomplete needle penetration through meniscus. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ final product met specifications upon release to distribution.

Event description:
It was reported that during surgery, the implants t1 and t2 were simultaneous deployment. A backup device was used to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
Additional information was added.

Event description:
It was reported that during surgery, the implants t1 and t2 were simultaneous deployment. T2 implant was not deployed through the meniscus, both implants were removed. A backup device was used to complete the procedure with no significant delay and no patient injuries.